Event description:
It was reported the patient's ((B)(6)) neurostimulator was no longer providing stimulation. As such, the device was explanted and replaced with an ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.